Event description:
It was reported that the lead exhibited elevated threshold in 2009. Left ventricular outputs were reprogrammed. At about 7 weeks later, the lead exhibited loss of capture, due to dislodgement. Five days later, the lead was successfully repositioned.

Manufacturer narrative:
Na